Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that there was oversensing of noise leading to inappropriately stored untreated events and inappropriate shocks. Boston scientific technical services (ts) was consulted and discussed possible reasons and recommended troubleshooting. Initially the physician scheduled a revision procedure, but then changed his mind and opted to continue to monitor the patient. Additional inappropriate stored untreated episodes were stored due to noise and the patient ws brought back into the clinic, where they were unable to reproduce the noise. However it was noted that there was spontaneous noise when the patient was just sitting. The patient had recently lost weight, however the physician did not believe this is a factor in the noise. The subcutaneous implantable cardioverter defibrillator (s-ICD) system was viewed under fluoroscopy and no changes to the system were seen. Photos of the electrode were sent into ts for review. Upon review air bubbles between the sense b node and the coil were seen, however the sensing challenges all pertained to sense b at present. Since the cause of the noise was unable to be determined, a revision procedure was performed. During the procedure the s-ICD and electrode were explanted. It was noted that during the revision procedure they were unable to reproduce the noise. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in the front part of the lead barrels. An electrode was able to be successfully inserted into the header of the device and two sample electrograms were taken which did not show any signs of noise. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.